Manufacturer narrative:
D.3 manufacturer name should not have contained numbers behind it on the initial report that was submitted. Manufacturer fax number was added as it was inadvertently omitted from the initial report that was submitted. E.1 initial reporter phone number and zip code extension were added as they were inadvertently omitted from the initial report that was submitted. E.4 selection was added as it was inadvertently omitted from the initial report that was submitted. G.1 . Manufacturer contact fax number was added as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.

Manufacturer narrative:
A5 is unknown. The impella device was not discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp developed ischemia in their left lower extremity, as a result of the loss in flow to the extremity, the decision was made to remove the pump.